Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The first clip was advanced into the anatomy. Due to anatomy of the patient's heart, the physicians needed to withdraw the clip back to the triclip steerable guide catheter (tsgc). While pulling back the clip to the tsgc (41206r1068), the clip detached from the delivery catheter shaft, and the clip remained on the lock line. The clip opened and inverted on its own. After multiple attempts to get the clip out, physicians were successful. Both, tsgc and the triclip delivery system (tcds) were removed from the patient. The physician opted to use a new tsgc to proceed. One clip was implanted without issue. A second clip was prepared and advanced into the anatomy. After multiple attempts to add a second clip next to the first implanted clip, the physicians decided that the procedure could not be continued due to problems with echo visibility and huge tethering of the septal leaflet. During removal of the tcds to tsgc from the patient, the clip detached from catheter shaft while entering the tip of tsgc. During removal of tsgc and tcds from the patient, the lock-line broke and the clip remained in the femoral vein. The patient had the clip surgically removed two days later.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The first clip was advanced into the anatomy. Due to anatomy of the patient's heart, the physicians needed to withdraw the clip back to the triclip steerable guide catheter (tsgc). While pulling back the clip to the tsgc (41206r1068), the clip detached from the delivery catheter shaft, and the clip remained on the lock line. The clip opened and inverted on its own. After multiple attempts to get the clip out, physicians were successful. Both, tsgc and the triclip delivery system (tcds) were removed from the patient. The physician opted to use a new tsgc to proceed. One clip was implanted without issue. A second clip was prepared and advanced into the anatomy. After multiple attempts to add a second clip next to the first implanted clip, the physicians decided that the procedure could not be continued due to problems with echo visibility and huge tethering of the septal leaflet. During removal of the tcds to tsgc from the patient, the clip detached from catheter shaft while entering the tip of tsgc. During removal of tsgc and tcds from the patient, the lock-line broke and the clip remained in the femoral vein. The patient had the clip surgically removed two days later.

Manufacturer narrative:
All available information was investigated, and the reported difficult to remove the tcds from the tsgc and torn soft tip were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult to remove and torn soft tip appear to be due to the device being removed with clip being inverted. There is no indication of a product issue with respect to manufacture, design or labeling.